Manufacturer narrative:
Device passed displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test. No unexpected pump error 41 alarms noted during testing. No battery or power anomalies noted during testing. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had replace battery alert. Customer's blood glucose level was 6.9 mmol/l. Customer did not receive a low battery alert prior to the replace battery alert. Customer also stated that the contacts are not missing, damaged, or corroded. Advised to inspect battery compartment and spring for corrosion or damage. Found neither compartment nor spring are damaged or corroded. It was also stated that the replace battery alert occurred second time without a low battery warning. The device will be returned for analysis.